Event description:
The customer dropped her insulin pump and called to ensure that it was still working properly. Troubleshooting was performed, and the insulin pump failed the lead screw test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.